Event description:
Customer reported that during preparation of the unit for use and upon initial start-up, the unit came up ventilator inoperative with error code message of machine and proximal pressure sensors failed.the customer reported there was no patient involvement.